Event description:
Scoring device split the sheath; the surgeon performed a cut down and open repair.manufacturer response for angiosculpt balloon, (brand not provided) (per site reporter).======================gave a description of the incident to local rep; he came in and picked up the product.